Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x38mm promus premier¿ drug eluting stent was selected for use to treat the lesion. However, upon introduction, the shaft broke outside patient. The device was removed and the procedure was completed with a different device. No patient complication were reported.